Event description:
The pt alleged that the meter was reading inaccurately high. Pt yesterday morning at 5:45 am tested their blood sugar and obtained a result of 95 mg/dl. Pt took their set amount of insulin (34 units). Pt's insulin regimen is 34 units in the morning and 34 units in the evening and pt adjusts it on their own if the reading is high or low. Pt stated that if their meter was reading lower pt would have lowered the amount of insulin and ate something. Approximately 10 to 15 minutes later pt became hypoglycemic. Pt's spouse saw something was wrong and called the paramedics. They arrived soon after and tested pt's blood sugar; the result was 27 mg/dl. Pt was given IV glucose and taken to the hosp, where pt remained until their blood sugar was stabilized. The pt did not test on their meter during this time. The pt was taking strips out of one vial and storing them in another. This is considered improper storage of the test strips and could lead to inaccurately high readings. The case is being reported as an adverse event due to use error contributing to a serious injury. The meter and test strips have been replacd for the pt. No further info has been reported.